Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The event date is an approximation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H1: type of reportable event - correction. H2: correction.